Event description:
Same case as MDR ID # 34265-2013-03343, MDR ID # 2134265-2013-03373, MDR ID# 2134265-2013-03372. (B)(4). It was reported that post percutaneous coronary intervention, the patient experienced unstable angina. A non-study veriflex bare metal stent was implanted in the proximal right coronary artery (rca) in (B)(6) 2012. In (B)(6) 2013, the patient presented with unstable angina and was hospitalized on the same day. The patient underwent cardiac catheterization which revealed a 50 to 70% in-stent restenosis of previously placed veriflex bare metal stent in the right coronary artery (rca). A kinetix angioplasty wire was advanced into the distal rca and a 2.75 x 32 mm promus drug eluting stent was placed. Then, a 3.00 x 15 mm quantum noncompliant balloon catheter was used for post dilatation of the lesion. A spasm was then noted at the distal vessel and was treated with intracoronary nitroglycerin. On the same day the event was considered resolved and the patient was discharged the following day.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).